Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 6000 c (501) module. The sample initially resulted in a creatinine value of 1.52 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a second c501 analyzer, resulting in a value of 0.91 mg/dl. The sample was also repeated on the complained analyzer, resulting in a value of 0.88 mg/dl. The creatinine reagent lot number was 594133, with an expiration date of 31-aug-2022.

Manufacturer narrative:
The field service engineer checked gear pump pressure and adjusted it. The reagent probe rinse was checked. A visual inspection of the probes was performed and it was verified the probes were straight, not bent. The reagent probe dispense was checked. Both probes were cleaned. The engineer found worn and leaky cell rinse tubing. The tubing was exchanged and the analyzer was confirmed to be running back within specifications. The investigation determined the issue is consistent with inadequate service maintenance of the device.